Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated the pump lost power after water exposure. The reporter denied evidence of moisture in the pump. The battery was changed and the pump would not power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/25/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed the dates of (B)(6) 2013 with no alarms or warning related to the complaint; however a reboot was observed on (B)(6) 2013 at 13:28. The last basal delivery prior to the reboot was on (B)(6) 2013 at 13:26. The pump was returned with a crack in the upper right hand corner of the display lens. There was no evidence of damage or moisture in the battery compartment. The battery cap was not returned with the pump. A test cap was able to fully tighten and no power loss was observed during testing. The pump case was removed and there was evidence of moisture found on the battery terminal contacts and circuit board. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed normally.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.